Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead had been showing a rise in ra capture threshold and variable impedances since implant procedure. A revision with analyzer was completed and the same issues were observed. High, and low, out of range pacing impedances have been observed. The pacemaker power consumption had elevated. An internal circuitry issue was discussed as the origin for the observed behavior. The pacemaker and the ra lead were explanted and are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead had been showing a rise in ra capture threshold and variable impedances since implant procedure. A revision with analyzer was completed and the same issues were observed. High, and low, out of range pacing impedances have been observed. The pacemaker power consumption had elevated. An internal circuitry issue was discussed as the origin for the observed behavior. The pacemaker and the ra lead were explanted and are expected to be returned for analysis. No additional adverse patient effects were reported.